Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while the customer was "in hot temperatures" the pump did not alarm. The customer felt the alarm should have been triggered. Tandem technical support verified that the customer did not receive any alarms and explained to the customer that the pump was designed to trigger alarm once it was overheated. The customer disagreed and disconnected from the call. There was no reported impact to the customer's blood glucose level. No further information was provided.